Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 460 mg/dl due to a dead battery in the insulin pump. Customer also reported that the insulin pump had a failed battery test and a weak battery alert. Customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.